Event description:
It was reported that the right ventricular lead exhibited loss of capture and sensing. An x-ray was performed, and it was discovered that the slack of the lead was pulled back. The lead was successfully repositioned. The patient was in recovering condition.